Manufacturer narrative:
H6: corrected health effect - clinical code, health effect - impact code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided, but may have been due to prosthesis wear. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. Additionally, this device was packaged after initiation of the recall and was not packaged in a non-conforming vacuum bag.

Manufacturer narrative:
H10. There is no additional information available.pending investigation.

Event description:
It is reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2022, with no revision surgery reported. No radiographic images of the device are provided. There is no other information available.

Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided, but may have been due to prosthesis wear. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. Additionally, this device was packaged after initiation of the recall and was not packaged in a non-conforming vacuum bag.